Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2019-jun-19. It was reported that the patient said their pump wasn't working. Interrogation was not performed. The pump was going to be revised or replaced, but the procedure had not yet been scheduled. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for malignant pain. It was reported that the patient's pump is still full at every refill appointment. The hcp is perplexed because the physician programmer shows that the pump is dispensing the medicine, but the medication is staying in the pump. The patient had increased pain. The healthcare professional (hcp) told the patient that the pump was not installed correctly because it was moving and flipping. The hcp believes that the pump needs to be replaced. The patient reported that they had 3 surgeries and can't deal with another one. The patient reported they thing the dose is 6mg/day and the bolus is "1mg/day." No further complications were anticipated/reported.